Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Reportedly, the pump carbohydrate ratio needed to be adjusted. Customer consumed candy to address bg. The carbohydrate ratio was adjusted to address the issue.